Event description:
Healthcare professional reported "deflation". This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6a, d.6b, h6.

Event description:
Device was explanted and replaced.

Event description:
Healthcare professional later reported "particles in valve" observed.

Manufacturer narrative:
Laboratory analysis summary the device related to the reported events deflation and particles in valve was received on august 28, 2025, with lot number 1820079. Based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening assessed as unidentified (tear) opening. ¿ particles in valve: observed. As per the investigation procedure creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.